Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the right superficial femoral artery, a 5x120 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated; however, on the first inflation the balloon did not hold pressure. On the second balloon inflation at 3 atmospheres, contrast was noted to be leaking at the hub. The armada 35 pta catheter was withdrawn from the patient anatomy without issue and replaced with a new same size armada 35 pta to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment per site operating procedures was performed and corrective and preventive actions to address this issue are in the process of being implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment per site operating procedures was performed and corrective and preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.